Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found.

Event description:
It was reported that during an implant attempt the physician noted that the set screw of the implantable pulse generator (ipg) "looked funny" and was not going in correctly. While the leads were being implanted the device began to inhibit pacing. Oversensing was suspected but the source was not found. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52 lead, implanted: (B)(6) 2014. (B)(4).